Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Doi: (B)(6) 2008 - dor: none reported; (right hip). Patient is a resident of (B)(6). Update: 11/2/2012- pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad: 13 apr 2018-pfs, ppf, medical record and sticker sheet received. Pinnacle plaintiff fact sheet and plaintiff profile form alleges pain, injury and difficulty walking. Updated complaint information. Doi: (B)(6) 2008; dor: not revised; right hip.

Event description:
Update ad 13 apr 2018: pfs, ppf, medical record and sticker sheet received. Pinnacle plaintiff fact sheet and plaintiff profile form alleges pain, injury, difficulty walking and rashes in the surgical area. Updated complaint information. After the review of medical records, there is no revision and no new information added that will change the MDR reportability. Doi: (B)(6) 2008; dor: not revised; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the DHR analysis of batch 2471178/ l20315 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. This batch was manufactured in november 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.